Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed critical pump error. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm, however the critical pump error was able to be bypassed and cleared by simultaneously holding the back button and down arrow button. After re-initialization, the pump completed the booted up process normally. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump error (B)(4) alarms, pump error (B)(4) alarms and critical pump error alarm due to a software error. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.